Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The complaint was submitted with a photograph of the device, which is pending further analysis. Section d4: UDI: the manufacturing and expiration dates are not currently available. Therefore, the full UDI is currently not available. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, an emboguard 87, 95 cm balloon guide catheter (bg8795c, 9402857) broke approximately 20cm from distal tip, only braiding prevented the product from falling into 2 pieces. Another emboguard 87, 95 cm balloon guide catheter (bg8795c, 9402857) was used during the same intervention but with a different physician. The emboguard kinked after removal of sim-2 catheter, a sofia aspiration catheter was advanced through emboguard although resistance was felt, intervention was completed, after removal of emboguard + sofia several kinks were visible on the emboguard and sofia tip was severely damaged. There was no evidence of air entering the patient. There were no vessel or aneurysm factors that may have contributed to the events. No tortuosity or type 3 aortic arch.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d4 (primary UDI number), d9, g3, g6, h2, h3, h4 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a mechanical thrombectomy, an emboguard 87, 95 cm balloon guide catheter (bg8795c, 9402857) broke approximately 20cm from distal tip, only braiding prevented the product from falling into 2 pieces. Another emboguard 87, 95 cm balloon guide catheter (bg8795c, 9402857) was used during the same intervention but with a different physician. The emboguard kinked after removal of sim-2 catheter, a sofia aspiration catheter was advanced through emboguard although resistance was felt, intervention was completed, after removal of emboguard + sofia several kinks were visible on the emboguard and sofia tip was severely damaged. There was no evidence of air entering the patient. There were no vessel or aneurysm factors that may have contributed to the events. No tortuosity or type 3 aortic arch. Review of the provided photographs showed evidence of partial jacket separation with the internal braiding also visible. The device also appeared to be kinked distally of the jacket split. There was no evidence of further damage or defects present on the bgc in the provided photographs. As the shaft can be seen to be split in the photos provided the event can be confirmed. Root cause of the event could not be determined from the provided pictures. The initial examination of the returned emboguard device identified kinking of the shaft at approximately 134mm, 193mm, 213mm from the distal tip of the emboguard device. Partial shaft separation and exposed braiding approximately 165mm from the tip of the emboguard device. This damage was located in the region of bond 6 on the device. However, it cannot be confirmed if the damage occurred exactly at the bonded area. No further damage was noted at any other locations on the device. A functional check was not able to be completed due to the partially separated device shaft. It was reported that the device was broken, this is assumed to refer to the partially separated shaft. It was also reported that the device was kinked. The additional kinks are therefore considered unrelated to the complaint event. The complaint unit was returned coiled in a pouch. These additional kinks may have been caused by device manipulation and shipment post the complaint event. It was reported that the device kinked in the aortic arch. It was attempted to recreate the damage seen using a sample emboguard device and a highly tortuous and restricted anatomy and applying pression/tension/torsion force beyond the intended use of the device. The recreation showed that a tortuous anatomy can lead to kinking and flattening of the device however it did not indicate that it could cause shaft separation or exposed braiding. The complaint report detailed that the ¿emboguard was not only kinked but broken in the distal section of the catheter¿, exposed braiding was seen on the returned device, therefore the complaint event is confirmed. Patient specific factors (severe tortuosity) are considered contributing factors to kinking, and any manoeuvres applied (torsion and twisting) may have contributed to the device damage. However, internal recreations on sample device and tortuous/restricted model could not replicate the extent of damage. While the complaint event was confirmed, the root cause could not be established in this instance. Further investigation was carried out at the manufacturing site of the device. A DHR review found that there were no anomalies associated with this batch of devices. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Review of the provided photographs showed evidence of partial jacket separation with the internal braiding also visible. The device also appeared to be kinked distally of the jacket split. There was no evidence of further damage or defects present on the bgc in the provided photographs. As the shaft can be seen to be split in the photos provided the event can be confirmed. Root cause of the event could not be determined from the provided pictures. Physical product will be returned. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.